Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device does not work properly. Specific malfunction is currently unknown, and request has been sent out for such information. There was no patient involvement. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This case is found duplicate of pr 3063601 as per investigator¿s confirmation. Thus please refer to emdr report(MFR report number: 3030677-2023-01231) for further details.